Event description:
Patient complained to dme that they got gangrene on their foot. Complaint was received by dme two months after patient use ((B)(6) 2020). Dme did not report to us (mfg.) Until (B)(6) 2020. It is unknown when event actually occured and it is unknown if the event was associated with the use of the vascutherm2 device. Device was used on multiple patients after use with patient reporting issue and none of those patients reported an issue. Device was evaluated and performed to specifications and no malfunction or failure was found.